Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of abdominal pain and nausea. The patient was discharged from the hospital after two days. The following day, the patient began treatment with intraperitoneal fortaz (dose, frequency, and duration not reported) and intraperitoneal vancomycin (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.